Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had the blank display. Customer's blood glucose value was unknown at the time of the incident. Battery out alarm during normal use may indicate a loose battery cap. The customer was assisted with troubleshooting. It was reported that weak battery will occur prior to a failed battery test or low battery alert. Customer will not return device for analysis.